Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided it is unclear at this time which mesh was implanted on what day as those specific details were not provided. Without a lot number provided a review of the manufacturing records could not be provided. This file represents the bard flat mesh (device #1) implanted, a second emdr was created to address the perfix plug (device #2) implanted. No device returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 or (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard flat mesh (device #1) or an unspecified bard/davol perfix plug (device #2). The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."